Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided, but best estimate is between (B)(6) 2017 and (B)(6) 2019. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2017. It was later explanted on (B)(6) 2019 due to unknown/unspecified cause. The lens was replaced with the same model lens, a higher diopter of 21.5. There was no complication or injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/27/2019. Device returned to manufacturer: yes . Device evaluation: the product was returned to the manufacturing site in a lens case. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.